Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer stated that she was driving while she was delivering an extended bolus in her cleo 90 infusion set. The patient received the occlusion alarm 02 due to the tubing being occluded. The patient's blood glucose rose to 180 mg/dl and was corrected by an injection of novolog. Ketones were not tested at this time, and no patient injury. After follow up information the customer will use injections to keep her blood glucose level on target until new supplies arrive.